Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user contacted support regarding an alert 35 (insulin occlusion) on the ilet insulin pump. The user was utilizing both steel contact detach infusion sets and teflon insets, each with 23" tubing. After troubleshooting, the agent found no visible issues with the tubing (e.g., no kinks or air bubbles) and resumed insulin delivery. The infusion set in question had been placed the day prior. The user declined further assistance but was advised to change out supplies and monitor for recurring occlusion alerts. Blood glucose levels were unaffected at the time of the report. No symptoms, external assistance, or medical intervention occurred.